Event description:
It was reported that the right atrial (ra) lead was observed with high threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765 implantable tachy lead (B)(6) 2011. (B)(4).